Manufacturer narrative:
Additional information provided in sections d9, h3, h6 and h11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. An irrigation/aspiration tip was returned for testing on this investigation. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The irrigation/aspiration tip was received for testing on this investigation. A visual assessment of the returned sample found tip damage. No sample identifier was provided. However, how or why this tip became broken cannot be conclusively determined. Therefore, the root cause of the reported event remains inconclusive. Based on the information obtained, the reported event was confirmed. However, how or why this tip became broken cannot be conclusively determined, and therefore the root cause of the reported event remains inconclusive. Although it should be noted that a visual inspection of the tip is required before each use as stated in the dfu, ¿before each use check the I/a tip for tip damage (i.e. Burrs, bending, scratches or rough areas). A damaged tip should be discarded and replaced. Use care in handling the tip, particularly when cleaning.¿ manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during setup for cataract surgery a reused ophthalmic tip was broke. The surgery itself was performed and completed by using another tip. Additional information has been requested and none received.